Event description:
The surgeon implanted a cc4204bf collamer plate lens but it split as it was being inserted. The lens was removed with no pt injury or event. The facility stated that it is unknown as to why the lens split. An msi-pf injector and an sfc-25 fp cartridge were used but the lot numbers were not provided by the facility.